Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis were performed on the returned device. The reported deflation issue was not confirmed as the returned device was able to be inflated and deflated within specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the superficial femoral artery, the armada 35 balloon dilatation catheter (bdc) was inflated once at unspecified pressure, but could not be deflated. Negative pressure was pulled several times to achieve a partial deflation to retract the balloon into the sheath and the device was removed from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.